Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain / generalized pelvic pain"), autoimmune disorder ("other autoimmune-like symptoms") and genital haemorrhage ("heavy bleeding / abnormal bleeding") in a 43-year-old female patient who had essure (batch no. 62645$) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "complete occlusion of the right fallopian tube was not yet evident/right fallopian tube was still patent". The patient's past medical history included hypertension and ovarian cyst. *before essure, plaintiff had not experienced this combination of symptoms while not on birth control. She had no problem with going about her daily life. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 6 months 12 days after insertion of essure, the patient experienced ovarian cyst ("right ovary contained a simple appearing cyst"). In august 2011, the patient experienced abdominal pain ("abdominal pain"), rash ("rashes/rashes on her chest,breast and inguinal region"), arthralgia ("joint pain"), fatigue ("fatigue") and vaginal infection ("infections") with vaginal discharge. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), menometrorrhagia ("irregular menses with blood clots"), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), malaise ("malaise"), bacterial infection ("repeated bacterial infections"), polymenorrhagia ("menstrual cycles were so severe that they were occurring every two weeks for a duration of six days"), uterine enlargement ("uterus was enlarged"), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal vaginal bleeding"), infection ("infection nos") and cervicitis ("chronic cervicitis"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy,vaginal cuff suspension on (B)(6) 2010). At the time of the report, the pelvic pain, dysmenorrhoea, dysfunctional uterine bleeding, menometrorrhagia, autoimmune disorder, menorrhagia, ovarian cyst, genital haemorrhage, headache, malaise, bacterial infection, polymenorrhagia, uterine enlargement, depression, anxiety, vaginal haemorrhage, infection and cervicitis outcome was unknown and the abdominal pain, rash, arthralgia, fatigue and vaginal infection had not resolved. The reporter considered abdominal pain, anxiety, arthralgia, autoimmune disorder, bacterial infection, cervicitis, depression, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, genital haemorrhage, headache, infection, malaise, menometrorrhagia, menorrhagia, ovarian cyst, pelvic pain, polymenorrhagia, rash, uterine enlargement, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: following the surgery on (B)(6) 2010, her symptoms persisted, because in all likelihood the essure devices remain in her body. She is currently seeking confirmation as to whether the essure coils are still implanted inside her body. Patient need for additional surgery. Diagnostic results: on (B)(6) 2008, hsg was performed which showed complete occlusion of the left fallopian tube, but complete occlusion of the right fallopian tube was not yet evident. On (B)(6) 2008, endovaginal sonography the left ovary was normal in appearance and the right ovary contained a simple appearing cyst measuring 1.7cmx0.9cm. On or about (B)(6) 2009, second hsg performed, which showed that the left fallopian tube was occluded but the right fallopian tube was still patent. On (B)(6) 2010 pathology report: only uterus and cervix removed most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received. Batch number provided. Event added: abnormal vaginal bleeding, infection nos incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain / generalized pelvic pain"), autoimmune disorder ("other autoimmune-like symptoms") and genital haemorrhage ("heavy bleeding / abnormal bleeding") in a 43-year-old female patient who had essure (batch no. 62645$(invalid)) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "complete occlusion of the right fallopian tube was not yet evident/right fallopian tube was still patent". The patient's past medical history included hypertension and ovarian cyst. *before essure, plaintiff had not experienced this combination of symptoms while not on birth control. She had no problem with going about her daily life. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 6 months 12 days after insertion of essure, the patient experienced ovarian cyst ("right ovary contained a simple appearing cyst"). In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"), rash ("rashes/rashes on her chest,breast and inguinal region"), arthralgia ("joint pain"), fatigue ("fatigue") and vaginal infection ("infections") with vaginal discharge. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), menometrorrhagia ("irregular menses with blood clots"), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), malaise ("malaise"), bacterial infection ("repeated bacterial infections"), polymenorrhagia ("menstrual cycles were so severe that they were occurring every two weeks for a duration of six days"), uterine enlargement ("uterus was enlarged"), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal vaginal bleeding"), infection ("infection nos") and cervicitis ("chronic cervicitis"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy,vaginal cuff suspension on (B)(6) 2010). At the time of the report, the pelvic pain, dysmenorrhoea, dysfunctional uterine bleeding, menometrorrhagia, autoimmune disorder, menorrhagia, ovarian cyst, genital haemorrhage, headache, malaise, bacterial infection, polymenorrhagia, uterine enlargement, depression, anxiety, vaginal haemorrhage, infection and cervicitis outcome was unknown and the abdominal pain, rash, arthralgia, fatigue and vaginal infection had not resolved. The reporter considered abdominal pain, anxiety, arthralgia, autoimmune disorder, bacterial infection, cervicitis, depression, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, genital haemorrhage, headache, infection, malaise, menometrorrhagia, menorrhagia, ovarian cyst, pelvic pain, polymenorrhagia, rash, uterine enlargement, vaginal haemorrhage and vaginal infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: following the surgery on (B)(6) 2010, her symptoms persisted, because in all likelihood the essure devices remain in her body. She is currently seeking confirmation as to whether the essure coils are still implanted inside her body. Patient need for additional surgery. Diagnostic results: on (B)(6) 2008, hsg was performed which showed complete occlusion of the left fallopian tube, but complete occlusion of the right fallopian tube was not yet evident. On (B)(6) 2008, endovaginal sonography the left ovary was normal in appearance and the right ovary contained a simple appearing cyst measuring 1.7cmx0.9cm. On or about (B)(6) 2009, second hsg performed, which showed that the left fallopian tube was occluded but the right fallopian tube was still patent. On (B)(6) 2010 pathology report: only uterus and cervix removed. Most recent follow-up information incorporated above includes: on 10-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain / generalized pelvic pain') and autoimmune disorder ('other autoimmune-like symptoms') in a 43-year-old female patient who had essure (batch no. 626458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "complete occlusion of the right fallopian tube was not yet evident/right fallopian tube was still patent". The patient's medical history included hypertension and ovarian cyst. *before essure, plaintiff had not experienced this combination of symptoms while not on birth control. She had no problem with going about her daily life. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced ovarian cyst ("right ovary contained a simple appearing cyst"), 6 months 12 days after insertion of essure. In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"), rash ("rashes/rashes on her chest,breast and inguinal region"), arthralgia ("joint pain"), fatigue ("fatigue") and vaginal infection ("infections") with vaginal discharge. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), menometrorrhagia ("irregular menses with blood clots"), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), genital haemorrhage ("heavy bleeding / abnormal bleeding"), headache ("headaches"), malaise ("malaise"), bacterial infection ("repeated bacterial infections"), polymenorrhagia ("menstrual cycles were so severe that they were occurring every two weeks for a duration of six days"), uterine enlargement ("uterus was enlarged"), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal vaginal bleeding"), infection ("infection nos"), cervicitis ("chronic cervicitis"), migraine ("migraines") and hypersensitivity ("allergy symptoms / hypersensitivity"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy,vaginal cuff suspension on (B)(6) 2010). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, dysmenorrhoea, dysfunctional uterine bleeding, menometrorrhagia, autoimmune disorder, menorrhagia, ovarian cyst, genital haemorrhage, headache, malaise, bacterial infection, polymenorrhagia, uterine enlargement, depression, anxiety, vaginal haemorrhage, infection, cervicitis, migraine and hypersensitivity outcome was unknown and the abdominal pain, rash, arthralgia, fatigue and vaginal infection had not resolved. The reporter considered abdominal pain, anxiety, arthralgia, autoimmune disorder, bacterial infection, cervicitis, depression, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, infection, malaise, menometrorrhagia, menorrhagia, migraine, ovarian cyst, pelvic pain, polymenorrhagia, rash, uterine enlargement, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: following the surgery on (B)(6) 2010, her symptoms persisted, because in all likelihood the essure devices remain in her body. She is currently seeking confirmation as to whether the essure coils are still implanted inside her body. Patient need for additional surgery. Patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: left occlusion only. Diagnostic results: on (B)(6) 2008, hsg was performed which showed complete occlusion of the left fallopian tube, but complete occlusion of the right fallopian tube was not yet evident. On (B)(6) 2008, endovaginal sonography the left ovary was normal in appearance and the right ovary contained a simple appearing cyst measuring 1.7cmx0.9cm. On or about (B)(6) 2009, second hsg performed, which showed that the left fallopian tube was occluded but the right fallopian tube was still patent. On (B)(6) 2010 pathology report: only uterus and cervix removed. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received. Events added from pfs- auto-immune, hypersensitivity, migraines. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain / generalized pelvic pain') and autoimmune disorder ('other autoimmune-like symptoms') in a 43-year-old female patient who had essure (batch no. 626458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "complete occlusion of the right fallopian tube was not yet evident/right fallopian tube was still patent". The patient's medical history included hypertension, ovarian cyst, chronic cervicitis and leiomyoma nos. *before essure, plaintiff had not experienced this combination of symptoms while not on birth control. She had no problem with going about her daily life. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced ovarian cyst ("right ovary contained a simple appearing cyst"), 6 months 12 days after insertion of essure. In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"), rash ("rashes/rashes on her chest,breast and inguinal region"), arthralgia ("joint pain"), fatigue ("fatigue") and vaginal infection ("infections") with vaginal discharge. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abnormal uterine bleeding ("dysfunctional uterine bleeding"), menometrorrhagia ("irregular menses with blood clots"), autoimmune disorder (seriousness criterion medically significant), heavy menstrual bleeding ("menorrhagia / abnormal bleeding (menorrhagia)"), genital haemorrhage ("heavy bleeding / abnormal bleeding"), headache ("headaches"), malaise ("malaise"), bacterial infection ("repeated bacterial infections"), polymenorrhagia ("menstrual cycles were so severe that they were occurring every two weeks for a duration of six days"), uterine enlargement ("uterus was enlarged"), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal vaginal bleeding"), infection ("infection nos"), cervicitis ("chronic cervicitis"), migraine ("migraines") and hypersensitivity ("allergy symptoms / hypersensitivity"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy,vaginal cuff suspension on (B)(6) 2010). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, dysmenorrhoea, abnormal uterine bleeding, menometrorrhagia, autoimmune disorder, heavy menstrual bleeding, ovarian cyst, genital haemorrhage, headache, malaise, bacterial infection, polymenorrhagia, uterine enlargement, depression, anxiety, vaginal haemorrhage, infection, cervicitis, migraine and hypersensitivity outcome was unknown and the abdominal pain, rash, arthralgia, fatigue and vaginal infection had not resolved. The reporter considered abdominal pain, abnormal uterine bleeding, anxiety, arthralgia, autoimmune disorder, bacterial infection, cervicitis, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, infection, malaise, menometrorrhagia, migraine, ovarian cyst, pelvic pain, polymenorrhagia, rash, uterine enlargement, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: following the surgery on (B)(6) 2010, her symptoms persisted, because in all likelihood the essure devices remain in her body. She is currently seeking confirmation as to whether the essure coils are still implanted inside her body. Patient need for additional surgery. Patient received treatment for pain and bleeding the number of expanded coils that appeared trailing into the uterine cavity was 3 and 5. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: left occlusion only. Diagnostic results: on (B)(6) 2008, hsg was performed which showed complete occlusion of the left fallopian tube, but complete occlusion of the right fallopian tube was not yet evident. On (B)(6) 2008, endovaginal sonography the left ovary was normal in appearance and the right ovary contained a simple appearing cyst measuring 1.7cmx0.9cm. On or about (B)(6) 2009, second hsg performed, which showed that the left fallopian tube was occluded but the right fallopian tube was still patent. On (B)(6) 2010 pathology report: only uterus and cervix removed. Most recent follow-up information incorporated above includes: on 2-jun-2021: mr received. Reporter information, race information ,reporter causality comment added. Medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), autoimmune disorder ("other autoimmune - like symptoms") and genital haemorrhage ("heavy bleeding / abnormal bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "complete occlusion of the right fallopian tube was not yet evident/right fallopian tube was still patent". Medical conditions: before essure, plaintiff had not experienced this combination of symptoms while not on birth control. She had no problem with going about her daily life. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 6 months 12 days after insertion of essure, the patient experienced ovarian cyst ("right ovary contained a simple appearing cyst"). In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"), rash ("rashes/rashes on her chest, breast and inguinal region"), arthralgia ("joint pain"), fatigue ("fatigue") and vaginal infection ("infections") with vaginal discharge. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), menometrorrhagia ("irregular menses with blood clots"), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("menorrhagia"), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), malaise ("malaise"), bacterial infection ("repeated bacterial infections"), polymenorrhagia ("menstrual cycles were so severe that they were occurring every two weeks for a duration of six days"), uterine enlargement ("uterus was enlarged"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, vaginal cuff suspension on (B)(6) 2010). At the time of the report, the pelvic pain, dysmenorrhoea, dysfunctional uterine bleeding, menometrorrhagia, autoimmune disorder, menorrhagia, ovarian cyst, genital haemorrhage, headache, malaise, bacterial infection, polymenorrhagia, uterine enlargement, depression and anxiety outcome was unknown and the abdominal pain, rash, arthralgia, fatigue and vaginal infection had not resolved. The reporter considered abdominal pain, anxiety, arthralgia, autoimmune disorder, bacterial infection, depression, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, genital haemorrhage, headache, malaise, menometrorrhagia, menorrhagia, ovarian cyst, pelvic pain, polymenorrhagia, rash, uterine enlargement and vaginal infection to be related to essure. The reporter commented: following the surgery on (B)(6) 2010, her symptoms persisted, because in all likelihood the essure devices remain in her body. She is currently seeking confirmation as to whether the essure coils are still implanted inside her body. Patient need for additional surgery. Diagnostic results: on (B)(6) 2008, hsg was performed which showed complete occlusion of the left fallopian tube, but complete occlusion of the right fallopian tube was not yet evident. On (B)(6) 2008, endovaginal sonography the left ovary was normal in appearance and the right ovary contained a simple appearing cyst measuring 1.7cm x 0.9cm. On or about (B)(6) 2009, second hsg performed, which showed that the left fallopian tube was occluded but the right fallopian tube was still patent. On (B)(6) 2010 pathology report: only uterus and cervix removed. Most recent follow-up information incorporated above includes: on 18-oct-2017: summons received: events depression and anxiety, reporter as lawyer added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), autoimmune disorder ("other autoimmune-like symptoms") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "complete occlusion of the right fallopian tube was not yet evident/right fallopian tube was still patent". Medical conditions: *before essure, plaintiff had not experienced this combination of symptoms while not on birth control. She had no problem with going about her daily life. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 6 months 12 days after insertion of essure, the patient experienced ovarian cyst ("right ovary contained a simple appearing cyst"). In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"), rash ("rashes/rashes on her chest,breast and inguinal region"), arthralgia ("joint pain"), fatigue ("fatigue") and vaginal infection ("infections") with vaginal discharge. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), menometrorrhagia ("irregular menses with blood clots"), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("menorrhagia"), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), malaise ("malaise"), bacterial infection ("repeated bacterial infections"), polymenorrhagia ("menstrual cycles were so severe that they were occurring every two weeks for a duration of six days") and uterine enlargement ("uterus was enlarged"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy,vaginal cuff suspension on (B)(6) 2010). At the time of the report, the pelvic pain, dysmenorrhoea, dysfunctional uterine bleeding, menometrorrhagia, autoimmune disorder, menorrhagia, ovarian cyst, genital haemorrhage, headache, malaise, bacterial infection, polymenorrhagia and uterine enlargement outcome was unknown and the abdominal pain, rash, arthralgia, fatigue and vaginal infection had not resolved. The reporter considered abdominal pain, arthralgia, autoimmune disorder, bacterial infection, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, genital haemorrhage, headache, malaise, menometrorrhagia, menorrhagia, ovarian cyst, pelvic pain, polymenorrhagia, rash, uterine enlargement and vaginal infection to be related to essure. The reporter commented: following the surgery on (B)(6) 2010, her symptoms persisted, because in all likelihood the essure devices remain in her body. She is currently seeking confirmation as to whether the essure coils are still implanted inside her body. Diagnostic results: on (B)(6) 2008, hsg was performed which showed complete occlusion of the left fallopian tube, but complete occlusion of the right fallopian tube was not yet evident. On (B)(6) 2008, endovaginal sonography the left ovary was normal in appearance and the right ovary contained a simple appearing cyst measuring 1.7cmx0.9cm. On or about (B)(6) 2009, second hsg performed, which showed that the left fallopian tube was occluded but the right fallopian tube was still patent. On (B)(6) 2010 pathology report: only uterus and cervix removed. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.